Manufacturer narrative:
(B)(4)

Event description:
Complaint submitted directly through the health surveillance website (notivisa - 2026.03.001497). It was reported that "upon opening the product the anesthesiologist identified that the guidewire was bent inside the packaging. Another unit was used during the procedure". It was reported that guidewire kink was observed prior to patient contact. The device was not used on a patient.